Event description:
The balloon of the palmaz blue would not inflate; therefore, the physician was unable to deploy the stent. The physician was performing a renal procedure. Patient vessel characteristic and demographics are unknown. There were no problems observed during prep. A syringe was used to inflate the balloon. The procedure was completed successfully with the use of another stent. The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.